Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the competitor guidewire was stuck inside the lead and could not be pulled out. Eventually enough force was used to pull the guidewire which also damaged the lead. The lead was removed and replaced. No patient complications have been reported as a result of this event.